Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but [9] photos were provided for investigation. The photos were reviewed and indicated a missing 3 shelf pack labels. Bd was able to confirm the customer¿s indicated failure mode based on the photographs provided. Bd was not able to identify a root cause for the indicated failure mode. Additionally, [2] retention samples from bd inventory were evaluated from this lot number identified no further examples of missing labels. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes has missing labels. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "(B)(6)2023 the event description amended to "the discrepancy is the manufacturing label is not found on the packaging level which is not acceptable as per CPR 036 bd procedure the same procedure that also applied in distributor side. "

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes has missing labels. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "(B)(6) 2023 the event description amended to "the discrepancy is the manufacturing label is not found on the packaging level which is not acceptable as per CPR 036 bd procedure the same procedure that also applied in distributor side. "

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.